Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling sl balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed longitudinal tear 14.4cm from the tip and is approximately 1cm long. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 01-jun-2022. It was reported that no known device problem encountered. The patient presented with peripheral artery disease (pad). The 100% stenosed target lesion was located in a non-tortuous and calcified peroneal artery. A 3.0 x 220 x 150 sterling balloon catheter was advanced for dilatation. However, during the first inflation at 3 atmospheres for 5 seconds, the balloon ruptured. The device was removed and no device fragments were left inside the patient's body. A 3.0mm x 150mm x 150cm sterling sl balloon catheter was then used for dilation. The procedure was completed and no patient complications were reported. However, device analysis revealed longitudinal tear.